Manufacturer narrative:
Method - device history record and sterilization record were reviewed. Results - all records were reviewed and were found to meet specifications. Conclusion - no conclusion can be drawn. Ans, inc. Has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans, inc. Defers to the pt's physician regarding medical history.

Event description:
The pt was implanted with an scs system in 2006, consisting of an ipg, two leads, and two lead extensions. It was reported that while overseas, the pt noticed one lead protruding from her neck and that she went to an emergency room for this reported issue. A follow-up report will be provided when ans receives further info.